Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high capture threshold. All other electrical measurements were in range. Fluoroscopy was performed and the lead was in place. The lead was repositioned and exhibited normal functions. The patient was in stable condition throughout the event.